Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The patient went to emeregency room and got hospitalized due to high blood glucose.the patient blood glucose was 302mg/dl at the time of the event and the patient got treated with intravenous fluids other than insulin.the patient was tested positive for ketones.the duration of hospitalization was less than 24 hours. No further information available.